Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer reported that the bed was moving on its own. Additionally, the e410 error code was sometimes displayed on the control panel. The bed was not in use by the patient when the problem occurred. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Conclusions will be provided in the final report.

Manufacturer narrative:
Pressing the button initiated the bed's movement, which continued even after the button was released. The device inspection revealed that the button of the control panel was temporarily stuck in the activated position. The arjo service technician observed that the control panels did not lay perfectly flat on the side rail. Due to that the gaps between the side rail and the control panel were created. Gaps allowed for fluid ingress inside the control panel. Residues from water, juice, feeding tube solution or cleaning solution caused the button to temporarily stick and bed's to move even when the button was released. The bed's inspection revealed that the bed was worn out. The parts of the bed's frame were out of the alignment. The arjo representative was informed that the patient was extremely large and tended to lay against the side rails. The bed was assessed as no longer repairable and was excluded from service. The e410 error code was observed on the bed frame control panel. The e410 error code is a general service error. When the error code appears, the troubleshooting section of the citadel plus instruction for use (831.374-en rev 11) instructs to call an arjo-approved service agent. Thus, the customer reacted accordingly to the IFU. The arjo service technician checked sub errors and found e301 (backrest or hi/low actuator has lost position), e304 (integrated speaker left failure) and e402 (head left side rail switch missing).. Based on the above, it was concluded that the most probable root cause of the unintended bed movement was wear of the bed allowing for luid ingress inside the control panel and sticking of the button in activated position. According to citadel plus instruction for use (IFU 831.374-en) a full test of all electrical bed positioning functions should be conducted weekly. If the result of this test is unsatisfactory, arjo or an arjo-approved service agent should be contacted. Operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the arjo device was not meeting its specification as the bed platform moved on its own. The bed was in use by the patient when the problem was observed. No injury was reported. The complaint was decided to be reportable due to the allegation of the unintended bed movement.

Manufacturer narrative:
The e410 error code was observed on the bed frame control panel. The e410 error code is a general service error which requires technical investigation. When the error code appears, the troubleshooting section of the citadel plus instruction for use (831.374-en rev 11) indicates to call an arjo-approved service agent. Thus, the customer reacted accordingly to the IFU. The process of gathering and analyzing data is ongoing to establish the root cause of the reported unintended movement.